Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s921usqs4cza1. Hardware: sm-s921u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose levels increased to 400 mg/dl after an unspecified period of pod wear, which resulted in subsequent hospitalization. Cannula insertion during pod wear was confirmed; however, blood glucose levels did not decrease, prompting the need for medical evaluation. There was no further information provided regarding medical diagnosis or treatment despite multiple good-faith efforts for additional details.